Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device took an extended time to charge and eventually failed to fully charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board and the ECG board were replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs indicated that when the device was charging to 200 joules, the device timed out and internally discharged at 150 joules. The device prompted to the user "defib charge timeout". The device did not reach the selected energy within the 25 second charge limit (the maximum amount of time allowed to charge). The second charge attempt was manually dumped by the user changing the energy selection. There were no other attempts to charge to the selected energy. The battery used at the time of the event was not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.